Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s implantable cardiac monitor exhibited episodes identified as tachycardia that are likely false detection due to noise/electromagnetic interference (emi) issue that was noted via remote transmission. No plans to perform intervention or programming changes. No further information available.